Manufacturer narrative:
Product has not been returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.

Event description:
The nurse reported the facility has had patients experiencing toxic anterior segment syndrome (tass) following cataract surgery. The number of patients and their identifiers is not known. The nurse stated the cause of tass is not known and they are not blaming any product. They are investigating all possible causes including cleaning, reprocessing and sterilizing of their reusable surgical instruments and products used in the o.r. The nurse reported they had similar events a couple of years ago and it was resolved. The cause of the previous tass events is not known.